Manufacturer narrative:
The product was scrapped by the user and is not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints was performed, no similar incident was found, which are investigated in the laboratory of the manufacturer. The most probable cause of the reported event is unknown at this time. Device scrapped by customer. Thus a device related malfunction could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: after priming, the blood leaked at gas outlet. No patient damage. The oxygenator was replaced during treatment. User scrapped the defective device. (B)(4).